Manufacturer narrative:
The product was returned (lot u200040) and tested by product analysis on 02/13/2015. A visual inspection of the cartridge was performed; no damage or defects were noted. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
A retain sample from the same lot number was tested by product analysis on 12/29/2014. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test/fill test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported an issue with leaking and air bubbles in the cartridge. The patient reportedly experienced hyperglycemia. However, there was no reported blood glucose (bg) values or symptoms. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).